Manufacturer narrative:
The returned device was evaluated. During inspection, the led display digits illuminating in random patterns was experienced during testing, which obscured measurement values. The display was restored when the device was power cycled. Internal inspection found foreign contamination across a large portion of the system board. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Event description:
The customer reported an abnormal rad-87 display. No consequences or impact to patient were reported.